Event description:
It was reported the patient has been experiencing ineffective stimulation therapy. A full parameter diagnostic indicated valid impedance values on all contacts. Lead image showed the lead has moved posteriorly out of the epidural space. Reprogramming was attempted to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.